Event description:
Early in the 2000, I had to start using a CPAP machine. And, I was fitted with a mask. The mask that I selected was a respironics comfort gel -full face mask-. And, shortly there after, one of the clip broke on the mask. The insurance company paid for two additional masks that had the same problem. I contacted the company about the problem, they stated at that time they were having a production problem. I finally got a mask that lasted for several years. I purchased a new CPAP machine 11/12/07, and I purchased a new mask on 11/29/07, in less than thirty days, one of the clip broke. They stated that this was an older mask, and the company had fixed the problem. So they replaced the mask. Today, one of the clips broke on the mask that I have now. With a ninety day warranty, I believe the company does not care about having a good product on the market. Plus this item is covered by medicare, so they probably make a huge profit on replacing these items. I may be wrong in my assessment, but this is the problem that I have had with this product.